Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination under a microscope identified that the glass cap was detached. The metal cap exhibited moderate debris adhesion on its surface which is indicative of tissue contact. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages including, glass cap detachment. Based on analysis results, the interaction between the user and device, caused or contributed to the fiber cap damage. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage.

Event description:
It was reported that the customer requested the sales representative to have a fiber picked up by a carrier for return due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The fiber was received for analysis and visual inspection revealed that the glass cap was detached.